Event description:
On (B)(6) 2013, a distributor contacted animas alleging that the up key was unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings: testing confirmed an intermittent response to button presses on the up and down buttons. The ok and contrast buttons responded normally to user input. There was no visible damage on the keypad. Contamination was present under the up, down and ok contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.